Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had moisture damage. Customer stated the insulin pump was blank customer cannot recall their blood glucose reading. Insulin pump will be returning for analysis.

Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on electronics and motor assembly. Unable to perform any tests due to blank display.